Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been alarming a failed battery test. They have been putting in new batteries for the past week. They would find one battery that would work but only for a few hours until the device would alarm a failed battery test again. The customer¿s blood glucose level during the first occurrence was 424 mg/dl. They treated with the insulin pump. They had symptoms such as being thirst and sick to the stomach. The customer¿s current blood glucose level was 97 mg/dl. Troubleshooting was performed. The alarm recurred. The device will be replaced and returned for analysis.

Manufacturer narrative:
Findings: pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed motor test. No unexpected failed battery test alarm or audio beep anomaly noted. The battery icons functioned properly. Pump received with minor scratched display window and cracked reservoir tube lip.